Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range pacing impedance measurements, measuring greater than 2000 ohms, oversensing and noise. The device and right atrial (ra) lead remains implanted. No additional patient adverse effects were reported.